Event description:
It was reported that in the ICU when the proximal and medial lumens were aspirated soon after the catheter was placed, the clinician found both lumens could not be aspirated. As a result, the catheter was removed and replaced with a new one and used without issue. It was also reported that there was no resistance during the flushing of the catheter. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.